Manufacturer narrative:
Actual sample and usage questionnaire were not returned by the customer. Syringes from the complaint lot were returned and evaluated. No defects were noted. Shield extension and retraction forces were measured and found to meet all mfg specifications. Lot history record was unremarkable with reference to the complaint. None of this lot remains in distribution and no other complaints have been received against this lot. Co was unable to determine the exact cause of the reported failure without the actual sample.

Event description:
A nurse at the vna was stuck by a contaminated needle when the safety shield failed to lock properly. The syringe was used to flush a venous central line when the rn attempted to pull the sheath up over the needle. The needle was stuck, resulting in an accidental needle stick to the nurse. Medical attention was provided to the nurse.